Event description:
Etoposide (bag 1 of 2) chemotherapy bag found to be leaking from right below drip chamber prior to being hung. On call chemo pharmacist and on call hematology fellow made aware of situation. Decision made to hang bag 2 of etoposide first while bag 1 of etoposide was remade by chemo pharmacy. Bag 1 of etoposide was then hung after being remade by pharmacy.